Manufacturer narrative:
This event occurred in (B)(6). Facility name - the full facility name was provided as (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had erroneous results for one patient sample tested for ion selective electrode (ise) sodium and troponin t hs (high sensitive) - tnths. Of the two tests, the erroneous result for tnths was reported outside of the laboratory. The sample initially resulted as 647 ng/l for tnths and this value was reported outside of the laboratory. A new sample was collected from the patient and resulted as 7 ng/l for tnths. Based on the result from the new sample, the original sample was repeated on (B)(6) 2016, resulting as 8 ng/l. The patient was not adversely affected. The tnths reagent lot number was 187549. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. After the event, no further issues were reported, therefore a general analyzer issue is unlikely.